Manufacturer narrative:
Corrected data: the date the incident was received by the manufacture was 12dec2018. The date provided - date received by manufacturer within the initial submission was incorrect.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
This report is in reference to a (B)(6) patient. It was reported the patient had been receiving inadequate therapy, an impedance checked revealed high impedance. X-rays were taken and revealed no anomalies. The lead was found to be fractured via surgical intervention. The lead was explanted and replaced. Surgical intervention addressed the patient's issue.

Manufacturer narrative:
Corrected data: it was later determined that the date listed (date received by manufacturer) on the initial report was incorrect. The correct date is (B)(6) 2018.